Event description:
It was reported that during an unknown procedure, the device package was damaged upon receipt. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned. Damaged primary package.

Manufacturer narrative:
(B)(4).attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what component of the packaging was damaged (corrugate, sales unit box, and tyvek)? Did the damage not compromise the sterility? Was there a hole, tear, or puncture in the tyvek or blister that compromised the sterility or open or incomplete seal?

Manufacturer narrative:
(B)(4). Additional information: the cs40b device was returned inside its closed package. Upon visual evaluation of the package, cracks and several scratches were found to be on the blister. Upon inspection with magnification, the found damages were confirmed to be caused from the outside to the inside. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. Each device is visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. The batch record was reviewed and no anomalies were noted during the packaging process.

Manufacturer narrative:
(B)(4). Additional information: the following was requested and obtained: what component of the packaging was damaged (corrugate, sales unit box, and tyvek)? The tyvek. Did the damage not compromise the sterility? Yes, it compromised the sterility. Was there a hole, tear, or puncture in the tyvek or blister that compromised the sterility or open or incomplete seal? Yes, like a tear.